Manufacturer narrative:
Analysis of programming history.

Event description:
It was reported that during the interrogation of a vns patient demipulse generator, the patient's physician unexpectedly received an intensified follow up indicator (ifi). The physician indicated that the patient had only been implanted for 3 years and that he felt that the generator battery had "drained too quickly" as the patient had been programmed to 2.75/25/130/30/5. An analysis of patient programming data identified that battery voltage was measured to be 2.733v following 12.489% of battery consumption less than 1.5 years after implant ((B)(6) 2008 - (B)(6) 2009) when programmed to 2/25/250/30/5. According to the demipulse longevity table listed in product labeling at these settings time from beginning of life (bol) to ifi should be approximately 9.1 years and 8.6 years at the patient's current settings. Based on the timing of the recent report, it appears that the device has been operating in the ifi voltage range for more than 2 years, which is unexpected at these voltages. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.272v, tolerance 2.25v to 2.75v). The uncharacteristic performance of the generator at these low voltages (extended performance at voltages representative of 9%-18% of remaining battery capacity has been confirmed to be related to the inaccuracy of the voltage measurements performed by the generator). Due to the presence of a manufacturing test system software issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than the actual voltage of the battery. Remedial action was initiated on (B)(6) 2011 to address this issue by means of a safety alert notice that has been distributed to the patient's treating vns therapy physician, which indicates that the patient's device has been affected by this issue in addition to recommended actions. A supplemental medical device report will be submitted upon receipt of the correction/removal reporting number associated with these actions.